Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
The reported problem of the patient having a sore, was confirmed. A us distributor reported that a patient had a sore under the left electrode. The area was described as red but not bleeding. The patient reports a history of sensitive skin that bruises easily and having thin skin. The patient also reports that the garment was so tight it was affecting his breathing. The patient's doctor recommended (B)(6) lotion. During a follow up, the patient reported that the sore is improving.